Manufacturer narrative:
Concomitant medical products: 5076 lead, implanted: (B)(6) 2004, 5068 lead, implanted: (B)(6) 1998. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds. The lead was partially explanted and replaced. During the procedure, insulation damage and pocket stimulation were observed on the left ventricular (lv) lead. The lead was repaired and remains in use. No further patient complications have been reported as a result of this event.